Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer declined troubleshooting and reported that supplies would be changed. The customer's blood glucose level was 417 mg/dl. The customer would continue to use the pump for insulin therapy.